Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7142856, medical device expiration date: 6/30/2022, device manufacture date: 5/22/2017. Medical device lot #:7086628, medical device expiration date: 4/30/2022, device manufacture date: 3/27/2017. Medical device lot #: 6235607, medical device expiration date: 8/31/2021, device manufacture date: 8/22/2016. Medical device lot #: 7044949, medical device expiration date: 2/28/2022, device manufacture date: 2/13/2017. Medical device lot #: 6326899, medical device expiration date: 12/31/2021, device manufacture date: 11/21/2016. Medical device lot #: 7010764, medical device expiration date: 1/31/2022, device manufacture date: 1/10/2017.

Event description:
It was reported before use of the bd micro-fine¿ insulin syringe with needle many of the syringes have an increased amount of silicone oil that can be injected and thus enter the human body as a foreign substance. There was no report of injury or medical intervention.

Manufacturer narrative:
Per the complaint lot history check further evaluation indicates this product had a related issue of "plunger difficult to move". Event updated to include this event. Describe the event or problem: plunger difficult to move.

Event description:
This product had a related issue of "plunger difficult to move".

Manufacturer narrative:
Investigation summary: customer returned (10) 1/2cc, 8mm, 30g syringes in an open poly bag from lot#: 7142856. No samples from any of the other reported lot numbers were returned. Customer states that many of the syringes have an increased amount of silicone oil and the stamp is heavier to move in some syringes. All returned syringes were examined and 3 out of 10 samples exhibited a small visible amount of clear liquid inside the barrel. A small portion of this material was removed from each of the samples and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone for all 3 samples that exhibited the clear liquid visible in the barrel. All samples were also tested and all were able to exercise the plunger in the barrel easily. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Device history record review: a review of the device history record was completed for each of the reported lot numbers: 7142856, 7086628, 6235607, 7044949, 6326899, 7010764. All inspections and challenges were performed per the applicable operations qc specifications. No abnormalities were found that were related to this complaint. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for fm for lot#: 7142856, the 2nd related complaint for fm for lot#: 70866285, 6235607, 7044949, 6326899 & 7010764. This is the 1st related complaint for plunger difficult to move for all reported lots. Samples were forwarded to manufacturing (holdrege) on (B)(6) 2018 for further review. On 27mar2018, holdrege received ten (10) 0.5ml, 8mm, 30g syringes in opened polybag from batch#: 7142856. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. No additional information at this time. CAPA: 56537 was initiated by the holdrege plant to address silicone pooling and the associated root cause(s). All batches reported within this complaint record were noted to have been manufactured prior to implementation of corrective/preventive actions associated with this CAPA. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (excess silicone for lot#: 7142856) . Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (excess silicone for all other reported lots and plunger difficult to move for all reported lots). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.